Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2006. Patient¿s legal counsel reports allegations of metallosis, elevated metal ion levels, and pain. Additional information received in patient medical records indicates that the patient was revised on (B)(6) 2006. Review of invoice history confirms that the modular head and femoral stem were removed and replaced. Subsequently, the patient was revised on (B)(6) 2007 due to acetabular loosening, a screw backing out, tissue damage, heterotopic ossification and the presence of metal debris. Surgeon removed the liner, acetabular component, two screws, and the modular head. Additionally, the patient was revised on (B)(6) 2012 due to osteolysis, inflammation and granulomatous metallic corrosive type reaction. The modular head, acetabular component and liner were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2012, due to alleged metallosis, elevated metal ion levels, and pain. The modular head, acetabular cup, and acetabular liner were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 10 mdrs filed for the same event (reference 1825034-2013-01508-3/01510-3 and 04714/04717 and 04719/04721).

Manufacturer narrative:
The user facility is not outside the united states as indicated in the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent m2a hip arthroplasty on (B)(6) 2007 and further reported patient allegations of metallosis, elevated metal ion levels, and pain. A review of invoice history confirmed the primary surgery date and that a revision procedure took place on (B)(6) 2012 where the modular head, acetabular cup, and acetabular liner were removed and replaced. Additional information received in patient medical records indicates the patient had elevated chromium levels only. The revision operative notes indicate the presence of a clear fluid. There was no significant metallic damage noted. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number fourteen states, "postoperative bone fracture and pain". Number fifteen states, "elevated metal ion levels have been reported with metal on metal articulating surfaces". This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-01510).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Additional information received in patient medical records indicates the patient had elevated chromium levels only. The revision operative notes indicate the presence of a clear fluid. There was no significant metallic damage noted.